Event description:
Caller reported a cgm error 42, indicating an issue with the continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through resetting the pump. After following these instructions, the caller successfully started their sensor session without encountering further errors.